Manufacturer narrative:
The field service rep determined the cause to be a defective lld cable, and replaced the lld cable, and replaced the lld cable. Performed check tests and check cassette to verify analyzer performance.

Event description:
User received discrepant calcium results for one pt sample. Initial result gave 20.1; same sample was repeated giving 8.7 mg/dl. User obtained another sample from this pt which resulted a calcium of 8.5 mg/dl and this result was reported. Pt was not treated as a result of the initial calcium result of 20.1 mg/dl.